Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, upon first inflation, a balloon rupture in a vertical crack was noted in the middle part of the balloon at 5 atm for 5 seconds. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported and patient was good post procedure.

Manufacturer narrative:
Initial reporter address 1: (B)(6).